Event description:
It was reported that during the implant procedure, the helix extended and retracted without difficulty during the first positioning. The physician wanted to reposition the lead due to the coil location but the helix would not extend again. The lead was removed and it would not extend even while on the table. The pinch tool was removed, the helix was extended and there was a noticeable bend in the lead. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix disengaged from helical channel; full lead was returned for analysis. Blood/body fluid was also found in the distal conductor and sleeve head. The lead was damaged at implant.